Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient passed out and a ambulance arrived to render treatment. The patient was diagnosed with blood glucose (bg) values that dropped to 40 mg/dl the patient passed out. For treatment, the patient was given glucose. The pod was worn on the arm. The patient was discharged after 1.5 hours.